Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2025 provided. Clarification to d6a: partial date of 2004 provided. Date of 01/mar/2004 populated to better align with the manufacture date of the device. Continued e1 -- alternate phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as cracked valve seat diaphragm valve and an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". This record is for left side. The device was explanted and replaced. Device has been returned.

Event description:
Healthcare professional reported "deflation". This record is for left side. The device was explanted and replaced.